Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product/provided pictures revealed no obvious tears or damage. Functional testing found that a leak existed at one of the right angle cuff ports. The tubes on the cuff are discolored. The discoloration is an indication of multiple sterilization, which is not indicated for this product. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during the surgery, the air leakage was found on this product from the start of use. There was no harm, but there was a delay of 0-15 minutes to prepare alternate device. No adverse events were reported as a result of this malfunction.